Manufacturer narrative:
The xps greenlight laser console was repaired in the field on may 5, 2017. The reported voltage issue was confirmed and determined to be the result of a faulty voltage select board (vsb). The vsb was replaced. Electrical safety testing (est) was performed; the system was tested and verified to specification.

Event description:
It was reported that during a bph surgical procedure, the wall plug short circuited by the xps greenlight laser console and a burning smell was noted. The procedure was completed using another xps greenlight laser console. There was no patient or staff injury reported.